Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. The samples were recollected, repeated, and upon repeat were positive. The customer stated erroneous results were not reported out so there was no report of patient impact. (B)(4).

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant result when using biogx sars-cov-2 osr for bd max system (ref (B)(4) unknown lot # was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. The bd max system doesn¿t record the master mix lot number therefore bd was unable to identify the biogx sars-cov-2 reagent lot used. The investigation was conducted only by bd since data analysis has revealed that the biogx sars-cov-2 osr kit was tested along with the extraction kit bd max exk tna-3 lot 0248752and no biogx kit lot number was provided. Review of the manufacturing records of bd max exk tna-3 lot 0248752 indicated that lot was manufactured according to specifications and met performance requirements. Customer reported a negative result on a patient sample when tested with the biogx sars-cov-2, but the sample was positive when tested with another assay and provided three runs from instrument ct1932 for investigation (runs # 457, #463 & #466). When tested with the biogx sars cov2 assay in run 463, the result was negative. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the biogx sars cov-2 package insert instruction for use. Manual pcr curve adjudication was conducted across discrepant samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the pcr curve in run #463 shows that no amplification was obtained in the fam channel (n1/n2 targets). Analysis of the pcr curves in run #457 & #466 using bd sars cov2 reagents shows late but true amplification obtained in the fam channel (n1 target) and cy5 channel (n2 target). Low positive samples can occur due to viral titers in the specimen being at or near the assay limit of detection (lod) or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Bd is not unable to confirm the exact cause of the customer issue. There is no indication of an increase in complaints for discrepant result for biogx sars-cov-2 osr lot product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). See h10

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. The samples were recollected, repeated, and upon repeat were positive. The customer stated erroneous results were not reported out so there was no report of patient impact. Eua #: (B)(4).